Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (multisystem organ failure and patient expiration) cannot be conclusively determined through this investigation. The patient expired on (B)(6) 2021 due to multisystem organ failure. No alarms or clinical symptoms were reported in association with the event, and the patient expiration was not considered to be device-related. Heartmate 3 left ventricular assist system, serial number (B)(6), was reported to have been operating as intended and will not be returned for evaluation as it was not explanted, and no autopsy was performed. The heartmate 3 left ventricular assist system instructions for use lists multiple types of organ failure and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multi-system organ failure (msof). Whether the outcome was device or therapy related was not provided. The pump was not explanted and will not be returned for evaluation.